Manufacturer narrative:
It was reported that a patient underwent placement of an trapeze vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and into organs and filter tilt, approximately eleven years and five months post implant. The patient also reported to have experienced heavy periods, lower pain and anxiety related to the filter. According to the implant record the indication for the filter implant was a diagnosis of deep vein thrombosis (dvt), and gastrointestinal bleeding. The filter was placed via the right femoral vein and deployed, after localizing the bilateral renal veins, in the ivc. Post filter deployment an imaging demonstrated a stable non-tilted filter with its apex 2-5 mm below the level of the right renal vein. There were no reported complications. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapeze vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain (unspecified location), heavy menses and anxiety do not represent a device malfunction. These events may be related to pharmacological factors and/or underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Device updated to trapease in the additional manufacturer narrative.

Event description:
Per the implant records, the patient was reported to have a diagnosis of deep vein thrombosis (dvt), gastrointestinal (gi) bleeding and was positive for the human immunodeficiency virus (hiv). The right femoral vein was punctured under ultrasound guidance; a sheath was then placed followed by unremarkable venography findings of the right femoral, the right iliac, and the inferior vena cava (ivc). The bilateral renal veins were localized and the trapeze filter was deployed in the inferior vena cava. Post filter deployment an inferior vena cava cavography demonstrated a stable non-tilted filter with its apex 2-5 mm below the level of the right renal vein. There were no reported complications. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs and tilting of the filter, becoming aware of these events approximately eleven years and five months after the filter implantation. The patient further asserts to have suffered from heavy periods and lower pain post implant and experienced anxiety related to the filter.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to organ perforation and tilt. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.